Event description:
Procedure: urological / gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Additional info: (B)(6), date of report: (B)(4) 2012, device info: pelvicol acellular collagen matrix, device MFR: tissue science labs, (B)(4). (B)(6).